Manufacturer narrative:
Device passed displacement test and self test. No unexpected device test failed alarm noted during testing. Pump error 63 alarm confirmed in the device history due to software error. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure error. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Customer performed self test and it was not pass. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.